Event description:
The customer contact reported that while operating on battery power, the device powered off by itself without sounding an audible alarm tone. On an unspecified date and time, the device was programmed to deliver fentanyl 50mcg/ml, in the pca + continuous mode, with a 10mcg/hr continuous rate, a 10mcg pca dose, a 10 minute pt lockout, no dose limit, and the delivery was started. At an unspecified time, the device was unplugged from the ac power outlet. The customer contact reported that on (B)(6) 2012 at 1300, the pt went for a short walk. It was reported after the pt returned to the room, while the nurse was plugging the device into the ac power outlet, the pt's father noted the device had powered off. No audible alarm was reported. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no delay of therapy critical to this pt. No medical interventions were required. During testing at the user facility, the device powered off by itself without sounding an audible alarm tone. Though requested, no additional info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for eval. The customer contact reported that the battery was replaced. Subsequent to the battery replacement, the device passed testing at the user facility and was returned to clinical service; therefore, attribution of the issue to the device could not be determined. The pump history was downloaded at the user facility. On (B)(6) 2012 at 0511, the following previously programmed settings were retained and confirmed, fentanyl 50mcg/ml in the pca+continuous mode, with 10mcg/hr continuous rate, a 10mcg pca dose, a 10min pt lockout, and no dose limit, door locked twice and opened once, shift clear 700mcg, and infusion started. At 0843, there was one pt initiated delivery. At 0845, operating on battery power and at 0900, one pt initiated delivery. Between 0931 and 1058, operating on ac power, and 6 pt initiated deliveries and one unmet pt demand. At 1158, operating on battery power. Between 1159 and 1239, there were 3 pt initiated deliveries. At 1258, low battery alarm and power loss alarm. This report represents all the info known by the reporter upon query by hospira personnel.